Event description:
It was reported that during an acl (anterior cruciate ligament) repair procedure, the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that the blade was broken at the mount section. The returned blade was measured where possible and all critical specifications were met. The mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.